Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus would not align with the cursor on the screen and would not calibrate with stylus. Overlay/bezel assembly found out of electrical specification. It was noted the stylus was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the screen will not calibrate with stylus. It was also reported the stylus will not calibrate and work properly. The programmer was returned for repair. No patient complications have been reported as a result of this event.